Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It is reported to vyaire medical that the avea ventilator experienced an high fio2 and low fio2. The patient was transferred to another ventilator. The customer confirmed there was no patient harm associated with the reported issue.